Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided. It was reported that during a service event, a philips field service engineer failed to engage the green safety bar while removing the vertical drive motor. As a result, the couch descended down, pinning the fse's hand and causing injury to the small finger on his right hand. At this time there is no indication that a malfunction has occurred. This event is currently under investigation.

Manufacturer narrative:
On 29-aug-2017, the philips field service engineer (fse) received an injury to his finger while attempting to replace the vertical encoder belt on the brilliance 64 CT slice scanner at a customer site. The fse did not install the green safety bar which allowed the couch to collapse when the vertical drive motor was detached to add the vertical encoder belt. There was no patient impact as this issue occurred during servicing of the system. The fse was taken to the emergency room where he received x-rays which determined he had a cut and a broken bone on his right, little finger. The fse was referred to an orthopedic specialist where he was given a brace to wear on his finger. The injured fse has returned to work. Another fse completed the repair of the CT system (addressed in (B)(4)) by completing the installation of the vertical encoder belt and reinstalled the vertical drive motor to restore system operation. The patient support repair and replace manual clearly states: "warning: install the vertical safety support brace whenever personnel are working under the table. Failure to do so may result in personnel injury or death.¿ the cause of the couch descending downward has been determined to be fse error. The fse did not follow the service instructions by not installing the green safety bar during servicing of the CT system involving raising the CT couch. The CT system is operational and in clinical use.